Manufacturer narrative:
The cause for the baseline signal increase remains unknown, and can have many factors, and is not likely to cause any adverse events. The algorithm setting has been optimized to account for additional real world data with improvement on the curve classification parameters. The facility name in its entirety is (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) complained about the sars-cov-2 false positive result for a sample. The sample was positive for target 2 with the cobas sars-cov-2 test; it had an early CT value of 6.4. A review of the growth curve showed a relatively flat curve with a slight rise in fluorescence at the beginning of the baseline that caused the CT value to be determined. As the CT value was within the predetermined range, the algorithm functioned as intended and appropriately called the sample positive. When the sample was tested with the thermofisher test, it was negative. When a new sample was collected from the patient, and tested with the cobas sars-cov-2 test, it was negative. The negative results were reported, and there is no indication of harm or injury. It was noted that the patient has a cold and a cough. The sample type and collection media are unknown. It was noted the sample was inactivated with 2ml of guanidinium hydrochloride( >= 20%). The instructions for use indicate: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). Collect nasal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place into cobas pcr media tube from cobas pcr media kit. Collect nasal specimens using the cobas pcr media uniswab sample kit or cobas pcr mediadual swab sample kit.